Event description:
It was reported that the user received an alert 38 indicating consecutive stalled motor events while using the ilet with a prefilled fiasp cartridge and a 6 mm/23 in cd infusion set, and troubleshooting identified that the user connected the cartridge, connector, and tubing outside of the ilet and extended infusion set use beyond labeled duration, which is consistent with an infusion set deployment or connector attachment issue. Symptoms included potential interruption of insulin delivery without reported adverse clinical effects. Outcomes included user education and resolution steps without medical intervention or hospitalization. Investigation included technical support troubleshooting and user education on proper supply change procedures. Investigation of this case revealed user handling errors, including assembling components outside the device and exceeding the recommended change interval for the infusion set, which are known contributors to motor stall alerts. It was concluded that device function was consistent with design, and the event was attributable to incorrect use and inadequate adherence to labeled instructions.